Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review manufacturer's investigation conclusion: the reported event of lcd communication fault alarms was able to be confirmed via review of the log file; however, was unable to be reproduced during product testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Controller internal fault alarms coincident with lcd_com faults were active from (B)(6) 2023 at 21:43:28 ¿ (B)(6) 2023 at 06:44:27. The alarms did not clear until the controller was shut down. The driveline was disconnected on (B)(6) 2023 at 06:43:55 and the controller was shut down at 06:44:27. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up to the screen reading "call hospital" controller fault with green arrows illuminated and yellow wrench not illuminated. No audible alarms were noted. The event log contained f29 controller lcd communication fault alarm. The alarm indicated that there was a communication issue between the lcd and the controller micro or the lcd was not functioning properly. The controller was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.